Event description:
During a meniscus repair procedure using a fast-fix 360 reversed curve ndl deliv, it was reported that both implants deployed simultaneously. When the deployment knob was depressed to deploy the first implant (t1), the second implant (t2) fell off from the inserter needle. The t2 implant and suture were removed, but t1 remains inside the patient behind the meniscus. The surgeon will not be removing the remaining implant. The operation was completed with another fast-fix 360. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one fast-fix 360 curved needle delivery system was returned for evaluation. Only the insertion device was returned. The actuator is in its t2 pre-deployment position. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Although the failure mode cannot be confirmed, the described failure is related to a root cause investigation that has been opened for this failure mode. A review of the device history records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. (B)(4).